Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes had an abnormal potassium value. The following information was provided by the initial reporter. The customer stated: abnormal potassium value. When did the incident occur? During use. Abnormal potassium value by this tube: 22.93. The potassium test retested whit other strumentation given the same value : 22.93. The patient was recall and retested with another tube, and the potassio value was normal: 4.0.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes had an abnormal potassium value. The following information was provided by the initial reporter. The customer stated: abnormal potassium value when did the incident occur? During use abnormal potassium value by this tube: 22.93 the potassium test retested whit other strumentation given the same value : 22.93 the patient was recall and retested with another tube, and the potassio value was normal: 4.0.

Manufacturer narrative:
H.6. Investigation summary: bd received four (4) photos for investigation. The photos were reviewed and the indicated failure mode for erroneous results cannot be observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-potassium) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h.10.